Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the bolus delivery stopped and there was a message that stated insulin flow blocked. Advised to discontinue use of the insulin pump. No additional information was provided.